Manufacturer narrative:
(B)(4). This report is for an unknown baxter minicap. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event could not be determined. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if the patient had recovered from the event. Additional information was requested, but is not available at this time. This is report 2 of 3.